Event description:
It was reported that a patient experienced a dental bar breakage.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. This report is for the bar device. The dental implant device report has been submitted with report number: 3004203816-2026-13040. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.